Manufacturer narrative:
(B)(4). The device history review for the product horizon ti small red (B)(4)/cart (B)(4)/box, lot #01g1300035. Investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
Horizon clips and clip appliers were used in a flap procedure. The clips did not close properly. The patient's condition was reported as unknown.

Manufacturer narrative:
Qn#(B)(4). The customer returned 18 sealed cartridges of product 001201 horizon ti small red 6/cart 180/box for investigation. Twelve of the returned cartridges were from the reported lot number 01g1300035, four from lot number 73m1400217, one from lot 73a1500274, and one from lot 73a1500503. The returned cartridges were visually examined with and without magnification. No defects or anomalies were observed. The actual complaint sample was not received. A functional inspection was performed and all clips were able to load onto the jaws of the appliers and close completely with no difficulty. No functional issues were found. A corrective action is not required at this time as no actual complaint sample was received. Only representative clip samples were returned for evaluation. A device history record review was performed on the clips with no evidence to suggest a manufacturing related cause. Therefore, the potential cause of clips not closing could not be determined based upon the information provided and without the actual complaint sample.